Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(4) of patient made mistake/touch contamination and peritonitis with culture positive for staphylococcus aureus in a patient coincident with dianeal pd2 ambuflex therapy. On (B)(4) 2009, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following information was reported. On an unreported date, the patient made a mistake/touch contamination, this was reported as the cause of the peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. On an unreported date, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. The outcome for the event of patient made mistake/touch contamination was not reported. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of patient made mistake/touch contamination. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11a06127 with no defects noted. A batch review was conducted for potentially associated lot number h11c06032 which revealed stain on tubing to shroud connector of heater line during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed. Per quality re-inspection, all product met acceptable release requirements. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.